Event description:
It was reported that the implant body cannot be removed from the fixture mount. The implant was removed, and another implant was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k): k943604.

Manufacturer narrative:
One (1) impl twist mp-1 3.75 mm 1 0 mm (1989-lz) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event; verified the mount engaged and disengaged from the implant as intended. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 12 (universal) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. Complaint history review was performed for the reported lot number (2021041010) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, and functional testing device malfunction did not occur, and the reported event was unconfirmed. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.